Event description:
It was reported the patient experienced a loss of stimulation. High impedance measurements were observed, and initial reprogramming efforts were successful. However, the number of high impedance readings increased, and reprogramming efforts were not able to unable to recapture the desired stimulation coverage. The patient underwent a revision procedure where the leads were replaced with a paddle lead. The patient did well postoperatively. Analysis could not be completed in our laboratory, as the leads were not returned per facility contamination protocol..

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks prior to (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 5035637.